Manufacturer narrative:
Phone number: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: "implant has a silicone leak at the time of insertion." The implant surgery was completed with a back up device.

Event description:
Healthcare professional reported "implant has a silicone leak at the time of insertion." The implant surgery was completed with a back up device.